Event description:
It was reported that following a cryoablation procedure, it was noted that the patient was experiencing left-sided hemiparesis and weakness and aphasia while in the recovery area. It was determined that the patient had experienced a stroke, and the patient was transferred to another facility. No system notices were observed during the procedure and the sheath was flushed throughout the procedure. The physician reported that the patient experienced generalized slowing but was showing improvement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files did not show system notices or issues for the date of the event. There was no indication of a product malfunction, and no product was returned for investigation. A known clinical issue was encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.